Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt indicated they see glare around lights at night. The pt did complain of glare pre-operatively, but the glare symptoms changed in character and severity postoperatively. The surgeon indicated the iol is perfectly centered in the capsular bag. Dense anterior capsular fibrosis is present, a yag capsulotomy was performed in 2004 for posterior capsule striae, but the glare symptoms did not significantly improve. The association between this event and the iol is not known.